Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -09.50 diopter, within the same surgery due to the lens was implanted upside down. There was no patient injury. The lens was replaced during the same surgery with another same model/length lens and the problem was resolved. Cause of the event was unknown.